Manufacturer narrative:
The tech replaced the brake caster, brake steer caster and the brake block mechanism assembly to resolve the issue.

Event description:
The account alleged the brake casters would ratchet while the bed was in brake mode. No pt impact.